Event description:
A reporter called to submit a complaint about her hearing aids. Reporter said she spent about (B)(6) dollars for the hearing aids and for insurance about (B)(6). After she spent this much money, she is not getting the therapeutic treatment she paid for from the device. She is having all kinds of problems with the equipment. She said it took 2 and half years to fix the problems. She said she contacted the manufacturer so many times, but she did not get any explanation why the device is breaking again and again. She said the customer service people either do not know about the product or they are not helpful at all. She said the device was sent to the manufacturer 2 or 3 times to be fixed and when they come back, they break again. The main problem is the bluetooth, it was not pairing, if it does, it is intermittent. It also has static; the hearing aids are loud, even other people around her can heart them. Every time the devices are sent for a repair, she did not have sufficient hearing.